Manufacturer narrative:
Vyaire complaint number (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire field service representative (fsr) was able to verify the customer's reported issue. Bench testing revealed a faulty blender. The blender was replaced and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the vela ventilator's blender was found to be defective. The customer confirmed that there was no patient involvement and no patient harm associated with the reported issue.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. The blender solenoid has failed, causing high fio2 readings. This issue will be internally investigated within vyaire